Manufacturer narrative:
A ge service rep performed an on site investigation. The left monitor was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system's left monitor intermittently displayed blank images. No report of pt injury.